Manufacturer narrative:
No physical damage to cartridge holder or inpen front or back shell was noted. Unit paired successfully to commercial app. Inpen received 1/4 of travel. Performed dialing alignment inspection. Misalignment of dial was noted during visual inspection. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed unable to verify alleged high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported damage to the inpen dose knob. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with inpen. The event involved product(s) mmt-105elgyna. Troubleshooting was performed and found that dose knob misalignment was greater than 1 unit. No further patient complications were reported. The customer will discontinue use of the device. Mmt-105elgyna was requested and customer response was the device will be returned.